Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports that they have the volume turned up to 10 on the mx40, but can barely hear any sound coming from the device; the unit does not have the speaker malfunction error, the sound is just very faint. The device was not in use on a patient at the time of event, there was no patient involvement.

Event description:
The customer reports that they have the volume turned up to 10 on the mx40, but can barely hear any sound coming from the device; the unit does not have the speaker malfunction error, the sound is just very faint. The device was not in use on a patient at the time of event, there was no patient involvement.